Event description:
No additional patient or event details since the last report was submitted on 04dec2019.

Manufacturer narrative:
Investigation/evaluation: reviews of complaint history, instructions for use (IFU), and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of the of additional complaints with the same lot number could not be completed due to lack of information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: do not force components during removal or replacement. Carefully remove components if any resistance is encountered. Individual variations of interaction between stents and the urinary system are unpredictable. Potential adverse events: complications of ureteral stent placement are documented. These complications include, but are not limited to: extravasations, occlusion, migration, hemorrhage, sepsis, perforation of the urinary tract, encrustation, urinary tract infection, loss of renal function, peritonitis. The fact that this stent was left indwelling a month longer than expected increased the opportunity for any of the listed potential adverse events. The patient experienced flank pain and sought medical attention. The only treatment provided was removal of the retained device cystoscopically with local anesthesia. No antibiotics or other medical intervention was provided, indicating that there was no infection or any other serious adverse effects experienced. A clinical assessment of the case found the most likely factor contributing to this event is patient inexperience and lack of knowledge regarding removal of device independently. As the lot number is unknown for the case a review of the DHR and search for additional complaints could not be carried out. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k # k161236. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that after a ureteroscopic stone removal procedure followed by a double-j stent placement, the patient was asked to remove the universa firm ureteral stent themselves 3 days later. When the patient attempted to remove the stent the tether broke, and the device was not removed. The patient returned to the hospital with flank pain and a CT scan was performed that showed the stent was still insitu. The stent was then removed via flexible cystoscopy with local anesthetic. The patient did require an additional procedure due to this malfunction.